Manufacturer narrative:
The device was not returned for analysis. A lot history record search and a similar incident query could not be conducted due to no lot number reported. Based on the information provided, a definitive cause for the reported separation cannot be determined however the foreign body and additional treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right anterior tibial artery. The command guide wire was removed from a non-abbott crossing catheter and it was noted on fluoro that the tip was missing from the command guide wire. There was no resistance during advancement or removal from the crossing catheter. The tip was successfully retrieved via snare. No additional information was provided.